Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 5 mmol/l. The customer stated that they took off the sensor and the cannula was not there. The customer mentioned that the cannula might be still in the body or retracted. The customer mentioned blood at site. The sensor will be returned for analysis.